Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation concluded that the reported user experience was related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The other clip delivery system referenced is being filed under a separate medwatch MFR number. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that during grasping, the second clip became caught on the chordae which resulted in a suspected chordal rupture. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (B)(4) was advanced to the mitral valve without issue. The clip was implanted and the mr was reduced to 2+. The second cds (B)(4) was advanced to the mitral valve. During grasping, the clip became caught in the chordae. Troubleshooting steps were performed, and the clip was freed; however, the mr increased to a more severe 4+, and chordal rupture was suspected. Additionally, during the troubleshooting steps, the first clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was positioned close to the slda clip and deployed for stabilization. The mr was reduced to 2-3+. A third clip was deployed, reducing the mr to 2+. It was confirmed that the patient had a good outcome. No additional information was provided.